Event description:
It was reported that the patient felt pain in the pocket. The pulse generator was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.